Manufacturer narrative:
(B)(4). Additional information: the patient experienced peritonitis due to a non-baxter pd catheter site infection. On an unreported date, the patient's catheter was removed and the patient was treated with unspecified antibiotic for peritonitis and catheter site infection. The patient recovered from the events.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The cause and treatment for peritonitis were not reported. On an unreported date, the patient discontinued the pd therapy and switched to hemodialysis therapy. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.